Event description:
I have used fixodent daily for approximately 10 yrs. I recently had a blood test, which revealed I have a very high level of zinc in my blood. I have learned that high zinc levels can cause neurological problems. I feel that I am now at a greater risk of neurological damage caused by the high blood levels of zinc from the use of this product. Dose: denture cream. Frequency: daily. Route: oral. Dates of use: 1996 to present. Diagnosis: denture cream. Event abated after use stopped: no.